Event description:
It was reported by service report that the black insulation cover from the power cord was damaged. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Cut sheathing on power cord.